Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse re-tubed the integrated multi-sensor technology (imt) assembly and replaced the sensor and the "standard b" solution. The cse performed conditioning, dilution check and pump alignment. The cse also performed calibration and ran quality controls and precision testing, all of which were acceptable. The cause of the discordant, falsely elevated sodium and chloride results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on five patient samples on a dimension xpand plus with hm instrument. Additionally, discordant, falsely elevated chloride (cl) results were obtained on three of five patient samples. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension xpand plus instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.